Event description:
Initial reporter indicated that their handheld computer was not "responding." Additional info was rec'd that the event was related to a screen freeze and resetting the handheld and turning it off did not resolve the issue. The handheld computer contained 7.1 programming software. The software is at the MFR pending completion of product analysis.